Event description:
Reportedly, on (B)(6) 2011, the device cannot be interrogated. The physician asked for recommendation.

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.